Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable error 23021 occurred and the patient side manipulator (psm) 3 was unable to move. The customer power-cycled the system; however, the error persisted. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques which was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the system initially powered on without errors; however, errors occurred during the procedure. The customer contacted support and full troubleshooting was completed. The customer manually exercised the psm and power-cycled; however, the error persisted. The fse guided the customer to disable to affected psm so the procedure could be completed robotically with psm 1 and psm 2; however, the surgeon made the decision to convert the procedure to laparoscopic techniques and was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced error 23021 on patient side manipulator (psm) 3 when pressing the port clutch button and moving the psm. The fse replaced the psm to correct the reported issue. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported complaint of an error 23021 during power up.